Event description:
It has been reported that an nrg transseptal needle was selected for use for an atrial fibrillation (a fib) ablation procedure. During unpacking of the device, it was mentioned that middle part of the needle appeared to be chipped/notched. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the nrg rf needle was visually inspected, and it failed, since two kinks were noted on its shaft. Next, the device passed leakage test; no failures were noted during flushing. Next, the nrg rf needle failed the microscope test, since a notch at kink was found on more proximal kink. Therefore, the reported allegation of a chipped/notched at the needle was confirmed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for use for an atrial fibrillation (a fib) ablation procedure. During unpacking of the device, it was mentioned that middle part of the needle appeared to be chipped/notched. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.